Event description:
Patient reported left sided pain, hardness, left sided "way up there", and possible infection. Device remains implanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional later reported "capsular contracture baker grade iii/IV", "possible pocket modification", and "breast pain". Device has been explanted and replaced. Treatment: device removal, partial inferior capsulectomy.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left sided pain, hardness, left sided "way up there", and possible infection. The device remains implanted.

Event description:
Patient reported left sided pain, hardness, left sided "way up there", and possible infection. Healthcare professional later reported capsular contracture, baker grade iii/IV and possible pocket modification. The device has been explanted. Treatment: device removal, partial inferior capsulectomy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ infection (early onset)-breast: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.